Manufacturer narrative:
(B)(4). Concomitant products: 110010243, g7 osseoti 3 hole shell 50mm d, 6190053. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner was put into the shell but could not be fixed into the shell. The surgery was finished with a backup liner. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed damage to the liner from attempted implantation and removal. Returned liner also shows damage on the scallops and circular indentions on the outer radius that indicate a screw came in contact with the liner during attempts at impaction. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.